Event description:
It was reported that shaft break occurred. The target lesion was located in the renal artery. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced for treatment. However, it was noted that the device broke in two pieces. The device was removed together with the guide catheter with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy megatron mr us 5.00 x 12mm stent delivery system (sds) catheter was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis and functional testing was performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break in the midshaft approximately 35cm from the distal tip and stretching of the distal shaft at the port exchange. A microscopic inspection noted that the inner lumen was bunched 5.8cm from the distal tip. Microscopic analysis found blood inside the balloon. There was no stent attached to the device and the detached stent was not returned for analysis. Bumper tip showed no signs of distal tip damage. Functional testing identified traces of blood inside the balloon however it was not possible to inflate the balloon due to the extent of the damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the renal artery. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced for treatment. However, it was noted that the device broke in two pieces. The device was removed together with the guide catheter with no patient complications reported.